Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting increased pacing impedance measurements which were reported to be greater than 2000 ohms. Threshold and sensing measurements remained unchanged. A lead revision is being performed in the near future to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead will be replaced in the near future. No other adverse events have been reported. This product issue will be updated if additional information is received.